Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulty removing the guidewire from the left ventricular lead. The end of the lead dislocated. The lead was replaced and the patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the lead had a fracture.

Manufacturer narrative:
A complete lead with stylet stuck was returned in one piece. The ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. Pieces of green ptfe coating from a guidewire was also found in this region. The cause of difficulty removing the guidewire is isolated to the stripped guidewire ptfe coating found inside the inner coil at the connector region. The cause of the reported event was stripped stylet coating.